Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that during a case, the unit blade broke at the tip. It was further reported that the broken tip was retrieved.